Event description:
The operator of a dimension xpand plus with hm instrument received a shock intermittently while taking the cartridge flex out of the instrument. The operator also got the shock while touching the keyboard. There are no known reports of an injury, medical intervention or any medical treatment.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and could not find any instrument malfunction. The cse checked the instrument and there was no electrical shock. The customer stated that the laboratory was in dry conditions. The cause of the shock is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.